Event description:
The pump was returned for investigation. Investigation revealed contamination under all of the keypad button contacts and a dim and discolored display. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the keypad cover was removed, and evidence of contamination was found under all of the key contacts. The display screen visual was observed to be dim and discolored due to an unidentified display failure. Unrelated to these issues, visual inspection revealed that the keypad cover was cut and torn in the area of the ok button. Evaluation also revealed that the contrast keypad button was intermittently responsive, which has no effect on insulin delivery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).